Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1628 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that catheterization was performed for the patient on (B)(6) 2021, and routine maintenances were performed after the catheterization. Broken catheter in the body was found on march 3 and then the catheter was removed. 3/11/2021 - received clarification that the extra operation was to remove the catheter. No additional procedures or treatment provided.

Event description:
It was reported that catheterization was performed for the patient on (B)(6) 2021, and routine maintenances were performed after the catheterization. Broken catheter in the body was found on march 3 and then the catheter was removed. On 3/11/2021 - received clarification that the extra operation was to remove the catheter. No additional procedures or treatment provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 41cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.